Event description:
It was reported that the arctic sun device received an error code 75 (non recoverable system error).

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. It was found that the device works perfectly fine. No repairs were made regarding the reported issue. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. Investigation indicates that the reported issue was unconfirmed. Therefore, the labeling and DHR review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an error code 75 (non recoverable system error).